Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that duplicate address was detected. A field service engineer (fse) confirmed that issue was resolved by the customer by going through with the cubie pocket recovery process with fse's guidance. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, that duplicate address detected on the drawer. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.